Event description:
A complaint was reported by dinno santé regarding a pump battery that was no longer charging. There was no reported impact on the customer's blood glucose level, as the blood glucose value was not provided. Technical support attempted to troubleshoot the issue by trying different cables and charging the pump for varying durations, but the pump did not start, and the indicator light failed to illuminate. The device was expected to be returned for further evaluation, and a replacement pump had been assigned.